Manufacturer narrative:
Insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the customer received with second insulin pump with constant tone. The blood glucose was unknown at the time of the incident. When they push the down button for the back light, they got a constant tone while the back light is on and it sounds like it is rewinding, but it is not actually rewinding. Customer put a new battery into the pump that was being replaced, and the pump was functioning as designed. Ran a self test on original pump which was passed. The insulin pump will be returned back for analysis.

Manufacturer narrative:
The correct information has been provided with this report.